Event description:
This event was reported as leaflet disruption, "degeneration", aortic insufficiency, congestive heart failure and dextrocardia. No further info provided.

Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed calcification within each cusp which resulted in stenosis of the effective orifice area, multiple leaflet disruptions and incompltete coaptation. Host tissue overgrowth fused teh attachment site between the right and noncoronary cusps and encroached onto each leaflet, contributing to stenosis of the valve and further leaflet disruptions. Mechanical injuries were noted in the left-coronary cusp which appeared artifactual of explant. X-ray analysis revealed calcification within the aortic wall of each cusp the belly of the right and left-coronary cusps within the aortic wall of each cusp. The belly of the right and left-coronary cusps another free margin and node of aranti of the right-coronary cups. Stent distortion was also the primary cause for dysfunction of this valve was due to calcification. These findins would account for the symptoms noted clinically. H6: 86=x-ray analysis.